Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii was lost approximately 3 to 4 minutes into the procedure. The spyscope ds ii was unplugged and reconnected back to the controller, and the image came back on. About 5 minutes later, the image of the spyscope ds ii was lost again and were unable to regain visualization. The controller was rebooted; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.